Event description:
A pt was hospitalized for a small bowel obstruction related to a cancer in remission. The pt ws receiving tpn for nutrition. In 2003, the pt received an infusion of tpn compounded in a hyperformer 2l bag and spiked a fever on the afternoon of the next day. The bag identified as problematic was bag #2 designated for this pt. A 0.22 micron filter is used as standard practice when infusing tpn at hospital although this was not documented by nursing staff. The filter used was probably not manufactured by braun since hospital is a baxter account. The hospital found contamination of the tpn bag and the pt's central line (above and below the filter) with mrsa (methicillin resistant staph aureus). The original central line was surgically removed. The affected bag was discarded at the hospital. The pt was treated with vancomycin and continued to receive tpn for several more days. As for as company knows the pt is alive and did not have prolonged hospitalization with regard to this.